Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found to be broken during implantation. The surgeon removed the iol and completed the surgery with a non-johnson & johnson lens. There was a 45 minute delay in treatment which the ssall incision cataract surgery (sics) was made to remove the lens. Sutures were required at the end of the surgery. No other surgical interventions were required. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional/ no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.